Event description:
It was reported the patient had pocket revision surgery due to discomfort and pain at the pocket site. It was noted the stimulator was moved from the right buttock to right flank. It was reported the patient was doing fine post operatively. It was reported the first time the manufacturer representative ran an impedance check after revision all of the electrode pairs, other than electrode two, showed ¿xxx¿. It was noted running the test again showed all normal readings.

Event description:
Additional information received reported that the pocket revision was performed approximately ¿in april¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).